Event description:
Customer reported that the pt underwent a right inguinal hernia repair with mesh implant. The pt presented seven months later with indications of a bulge at the operative site. The surgeon recommended a return to surgery at that time, however, the pt has not returned for any follow-up.

Manufacturer narrative:
Conclusion: the causal relationship between the report of a new hernia and the device is not known. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.